Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was in the 400's mg/dl. The customer stated that she received a no delivery alarm. The customer reported that the alarm did not occur during manual prime. The customer reported that the event was resolved by a complete set change. The customer also had high reading of 600 mg/dl. The customer will be sent replacement infusion sets.